Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp had hematoma around the impella site. Femstop was initially applied. Then manual pressure with medical doctor placing a stitch at site. The perclose was tightened around the repositioning sheath. Additionally, the patient had gi bleed with orogastric tube placement. Two units of blood products were administered. The patient continued support and was explanted as planned. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma is determined use issue because the hematoma is resolved by tightening of perclose sutures. Major bleed: the root cause of the clinical symptom(bleeding) was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.